Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, stem, lot # unk. Item # unk, head, lot # unk. Item # 00620005821, shell, lot # 61260587. Concomitant medical products: item # 00-6200-058-21, cup, lot # 61260587. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 00002648920-2018-00571.

Event description:
It was reported that approximately 8 years post implantation, a patient underwent a revision due to fracturing of the liner and damage to the cup. Fragments of the broken liner were able to be removed, and a new liner and cup were implanted. The cup was revised as well due to unknown damage. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of pictures. Visual observation identified broken pieces of liner. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause for the reported damage to the shell could likely be the direct articulation of the head with the shell due to a fractured liner. However, the cause of liner's fracture could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.